Event description:
Removal of infected, eroded, inflatable penile prosthesis with scrotal abscess & exposed infrapubic tubing. This report was prepared pursuant to the requirements of the smda, and is inadmissible as evidence, and is not an admission of liability.